Event description:
Novasure advanced impedance controlled endometrial ablation device stopped functioning during the patient's surgery. Replaced with a "like" device that worked without issue. FDA safety report ID# (B)(4).